Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting and discovered an obstruction in the nozzle c4 #1, #4, #5 (rohs). The part was cleaned which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the nozzle c4 #1, #4, #5 (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), or the nozzle c4 #1, #4, #5 (rohs) was identified.

Event description:
The customer observed falsely elevated calcium2 results generated on the architect c4000 processing module for two patient samples. The following data was provided (customer¿s reference ranges at different facilities - architect 2.25¿2.55 mmol/l, alinity 2.1¿2.55 mmol/l): (B)(6) 2026 sample ID (B)(6), (86-year-old female) initial result = 4.47 mmol/l, (B)(6) 2026 same sample was repeated on alinity analyzer at another laboratory and result = 2.35 mmol/l. (B)(6) 2026 sample ID (B)(6), (77-year-old female) initial result = 5.18 mmol/l, repeat result = 5.26 mmol/l. (B)(6) 2026 new sample obtained and result on the radiometer = 1.16 mmol/l. (B)(6) 2026 same sample was repeated on alinity analyzer at another laboratory and result = 2.36 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Section e1 phone number complete information: (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium2 results generated on the architect c4000 processing module for two patient samples. The following data was provided (customer¿s reference ranges at different facilities - architect 2.25¿2.55 mmol/l, alinity 2.1¿2.55 mmol/l): (B)(6) 2026, sample ID (B)(6), (86-year-old female) initial result = 4.47 mmol/l, (B)(6) 2026 same sample was repeated on alinity analyzer at another laboratory and result = 2.35 mmol/l. (B)(6) 2026 sample ID (B)(6) (77-year-old female) initial result = 5.18 mmol/l, repeat result = 5.26 mmol/l. (B)(6) 2026 new sample obtained and result on the radiometer = 1.16 mmol/l (B)(6) 2026 same sample was repeated on alinity analyzer at another laboratory and result = 2.36 mmol/l . No impact to patient management was reported.